Event description:
The customer reported that she was diagnosed with diabetic ketoacidosis (dka) and she was treated with an insulin drip, fluids, and potassium.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.